Event description:
The right fossa component was removed due to malpositioned.

Manufacturer narrative:
On (B)(6) 2021, the surgeon performed the surgery and provided the operative notes. The operative notes state that the right fossa component was found implanted posteriorly from the intended location. Further, the surgeon stated that due to the position of the fossa being too far posteriorly, the necessary distance from the external ear canal is violated. The inferior lateral angle of the polyethylene portion of the tmj implant glenoid fossa component was positioned as such. It invaded the medial wall of the external ear canal leading to eventual chronic erosion/fistula formation with recurrent reactive inflamed granuloma tissue mass of the right external auditory canal. The surgeon then decided to remove the right fossa component. The surgeon plans to obtain a new CT imaging and order a new fossa component. Conclusively, no indication was found of a device failure, malfunction, or other performance issues. A possible contributing factor that could be identified is the surgical technique of the originally implanting surgeon not placing the implants in the intended position. The secondary contributing factor might be patients¿ related diseases and the multiple treatments that the patient has had around the prosthesis.

Event description:
The right fossa component was removed due to malpositioned.

Manufacturer narrative:
The surgeon reported that the right fossa component was malpositioned, which posterior-lateral component eroded into the right eac with fistula tract and exuberant hyperplastic granulation tissue. It has not arrived.